Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to deliver inappropriate anti-tachycardia pacing (atp) due to atrial-driven events. Technical services (ts) recommended following up with cardiology to determine if these were true atrial episodes. No adverse patient effects were reported. This device remains in service. Additional information was received that during another arrhythmia episode, this patient experienced. Anti-tachycardia pacing (atp) was delivered, resulting in acceleration of the rhythm into the ventricular tachycardia (vt) zone. Further atp was delivered, which successfully converted the arrhythmia. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to deliver inappropriate anti-tachycardia pacing (atp) due to atrial-driven events. Technical services (ts) recommended following up with cardiology to determine if these were true atrial episodes. No adverse patient effects were reported. This device remains in service. Additional information was received that during another arrhythmia episode, this patient experienced. Anti-tachycardia pacing (atp) was delivered, resulting in acceleration of the rhythm into the ventricular tachycardia (vt) zone. Further atp was delivered, which successfully converted the arrhythmia. No additional adverse patient effects were reported. This device remains in service. Further information was received that this patient experienced pacemaker-mediated tachycardia (pmt) episodes. Further review was recommended by ts. No adverse patient effects were reported. This device remains in service.